Manufacturer narrative:
This report is submitted on march 01, 2023.

Event description:
Per the clinic, the patient has been hospitalized since (B)(6) 2023 due to repeated otitis media. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023 in order to explant the device. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 12, 2023.